Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump was explanted because the pump was auto inflating. The patient was implanted with a new pump.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was not confirmed via product analysis. The product record review revealed no additional information related to the complaint. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. The ams800 control pump was visually inspected and functionally tested. It performed within specifications. No leak was found.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump was explanted because the pump was auto inflating. The patient was implanted with a new pump. Additional information stated that the implant was tested, and it had fluid even though the patient complained of auto inflation, and pump not easily pumping.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump was explanted because the pump was auto inflating. The patient was implanted with a new pump. Additional information stated that the implant was tested, and it had fluid even though the patient complained of auto inflation, and pump not easily pumping.

Manufacturer narrative:
Additional information provided in: describe event or problem, returned to manufacturer, d10 date returned to manufacturer.